Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 52x49mm diameter abdominal aortic aneurysm on (B)(6) 2017. The aortic neck was severely angulated. The aortic neck was 18mm in length, 26.5x24.1, 26.7x26, 26.2x25.7, 28.3x27.7, 31.9x31.7, 32.2x30.4, 28,4x26.2 and 22.5.21.6mm in diameter from proximal to distal. It was reported that the final angiography at the end of the procedure showed a type ia endoleak. Although the blood flow had not entered the aneurysm sac, ballooning was performed again. Another angiography showed that the major endoleak had resolved, but a small endoleak, which could not be determined whether it was type IV or ia, was still present. As the device had been implanted from just below the renal arteries, the physician decided not to perform additional treatment, and completed the procedure. Per the physician the cause of the event is anatomy related (slightly thrombosed and angulated aortic neck). No additional clinical sequelae were reported and the patient will be monitored by their physician.